Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument jaw fell off into the patients abdominal cavity. The surgery was extended (1) hour to locate the broken jaw and remove it.